Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet touchscreen was not responding and produced a connect or disconnect sound when slightly moved or touched. However, the touchscreen responded to input during a local management interface (lmi) remote session. The customer checked that all cables were properly seated but noted that this was a recurring issue. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet touchscreen was not responding. A technical support specialist (tss) remotely accessed the system and successfully installed the latest version of lmi to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.